Event description:
The patient had a wide-neck aneurysm. When the physician withdrew the prowler plus microcatheter to deploy the stent, the microcatheter could not be moved. Then he pushed the microcatheter forward and it still could not be moved. The physician withdrew the microcatheter and the stent together and changed to another similar stent and another prowler plus microcatheter to complete the procedure. An adequate continuous flush was maintained through both microcatheters. There were no damages noted on both microcatheters and the first stent prior to and after use. The first stent was able to be removed from the microcatheter, outside of the patient. The physician used great force to expose the stent out of the micro-catheter outside patient body. Due to the problem that occurred, the patient suffered thrombosis and was in a coma. Thrombolysis medication treatment was used to treat the thrombosis. The patient is deceased.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2013-00012 and 1058196-2013-00013. Concomitant medical products and therapy dates: 2 unknown prowler plus microcatheter; unknown enterprise stent.

Manufacturer narrative:
One non-sterile enterprise was received coiled in a plastic bag. The enterprise stent was found in the introducer tube on it original position. The wire presented no damages. The prowler select plus microcatheter used to deliver the stent was not returned for analysis. No visual anomalies were observed in the unit received. The stent was inspected under a microscope inside the introducer tube and no anomalies were found. A lab sample microcatheter was use to perform the functional analysis. The functional analysis was performed successfully; there was no resistance/friction with delivery of the enterprise vrd system (delivery wire with stent) through the lab sample prowler select plus microcatheter. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10115525. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to deliver the returned enterprise system through a lab sample microcatheter was not confirmed. Without the return of the concomitant microcatheter no definitive conclusion regarding the root cause of the event can be determined. However, based on the analysis of the returned enterprise did not present any indication of manufacturing defect or anomaly contributing to the deployment difficulties. Functional analysis was performed successfully. Thrombosis and stroke are known potential adverse events associated with endovascular procedures that these devices are used in as outlined in the instructions for use. Patient and procedural factors appear to have impacted the event. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. This is one of four products involved with this adverse event, which is associated with mfg report 1058196-2013-00011, 1058196-2013-00012, 1058196-2013-00013, and 1058196-2013-00031.

Manufacturer narrative:
One non-sterile enterprise was received coiled in a plastic bag. The enterprise stent was found in the introducer tube on it original position. The wire presented no damages. The prowler select plus microcatheter used to deliver the stent was not returned for analysis. No visual anomalies were observed in the unit received. The stent was inspected under a microscope inside the introducer tube and no anomalies were found. A lab sample microcatheter was use to perform the functional analysis. The functional analysis was performed successfully; there was no resistance/friction with delivery of the enterprise vrd system (delivery wire with stent) through the lab sample prowler select plus microcatheter. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10115525. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to deliver the returned enterprise system through a lab sample microcatheter was not confirmed. Without the return of the concomitant microcatheter no definitive conclusion regarding the root cause of the event can be determined. However, based on the analysis of the returned enterprise did not present any indication of manufacturing defect or anomaly contributing to the deployment difficulties. Functional analysis was performed successfully. Thrombosis and stroke are known potential adverse events associated with endovascular procedures that these devices are used in as outlined in the instructions for use. Patient and procedural factors appear to have impacted the event. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. This is one of four products involved with this adverse event, which is associated with mfg report 1058196-2013-00011, 1058196-2013-00012, 1058196-2013-00013, and 1058196-2013-00031.